Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt stated that she has been in extreme pain ever since her hip replacement and experiences a burning sensation that runs down her leg. She wants to know if her hip replacement was part of the recall."